Manufacturer narrative:
An event of structural valve deterioration was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Two and a half years post-implant of a 23mm trifecta valve the patient underwent a valve-in-valve procedure due to structural valve deterioration. Limited information was provided as the md did not report at the time of the tavi, but reported during a customer visit. At the time of reporting, no additional information was available beyond the patient has been discharged. Additional information has been requested.